Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump was not delivering insulin accurately. This complaint is being reported based on the allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: the last bolus delivery was a 26.5u bolus on (B)(6) 2016 at 20:58. The last basal delivery was on (B)(6) 2016. The total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no delivery defects found. The pump was found to be delivering within the required range. The alleged issue could not be duplicated.